Manufacturer narrative:
The reported complaint was confirmed. Per the user facility's biomedical engineer (biomed), the unit heats and cools correctly when used independently, but will not keep ice cool when being used as a dual channel. The biomed replaced the solenoid valves. Defective valves were disposed of by the biomed. There were no parts returned to the manufacturer. The unit was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per biomed, he heard the pump running and he could squeeze the hose for circulating. However, couldn't hear the pump running when it was on the heat mode and it heated up real fast. When the unit was in the heating mode the pump was not running, just the power light was on.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb)procedure, the unit takes a little while to cool down. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.